Event description:
Boston scientific crm received information that this device was interrogated and was found in storage mode. A message was displayed which indicated that the device's tachycardia mode had been changed by battery voltage. Elective replacement indicator (eri) was triggered on (B)(6), 2010. End-of-life (eol) indicator associated with a charge time of 34.8 seconds was triggered on (B)(6), 2010. The patient was admitted to the hospital for monitoring until the device can be explanted and replaced.

Manufacturer narrative:
The available information suggests that the device has not been explanted. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity. The device is currently undergoing operational and functional testing. The device's monitoring voltage was confirmed to be at eol and 2.18 volts (storage mode due to low battery). Utilizing a specialized engineering programmer, the device was programmed out of storage mode. Pacing, sensing, and shocking functions were verified per manual bench top testing. The recorded pacing and shock impedance measurements were normal. Examination of the device memory revealed that the device had declared eri on (B)(6) 2009, eol on (B)(6) 2010, and battery exhaustion (bex) on (B)(6) 2010 when the device went into storage mode due to battery voltage. The device was found to meet specifications for normal battery depletion and normal device operation.